Event description:
This case was initially received via regulatory authority ((B)(6) on 11-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), polymenorrhoea ("shortened cycles"), headache ("headaches"), sleep disorder ("sleep disturbances"), loss of libido ("loss of libido"), paraesthesia ("upper limb paraesthesia"), burnout syndrome ("burnout") and depression ("depression"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, polymenorrhoea, headache, sleep disorder, loss of libido, paraesthesia, burnout syndrome and depression outcome was unknown. The reporter considered burnout syndrome, depression, headache, heavy menstrual bleeding, loss of libido, paraesthesia, polymenorrhoea and sleep disorder to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 11-jun-2021. The most recent information was received on 22-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('haemorrhagic periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), polymenorrhoea ("shortened cycles"), headache ("headaches"), sleep disorder ("sleep disturbances"), loss of libido ("loss of libido"), paraesthesia ("upper limb paraesthesia"), burnout syndrome ("burnout") and depression ("depression"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, polymenorrhoea, headache, sleep disorder, loss of libido, paraesthesia, burnout syndrome and depression outcome was unknown. The reporter considered burnout syndrome, depression, headache, heavy menstrual bleeding, loss of libido, paraesthesia, polymenorrhoea and sleep disorder to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.